Manufacturer narrative:
No belt clip received with unit. Unit received with missing retainer. Unable to perform displacement test due to missing retainer. The p-cap/reservoir set does not lock in place properly. Unit received with missing reservoir tube o-ring, partially broken off reservoir tube lip, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked case on battery tube area, faded end cap address label and peeling end cap address label.

Event description:
Customer reported via phone call that the little piece that hold reservoir in broke off and the reservoir falls out. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.